Event description:
On (B)(6) 10, dornier customer service received a request for service for a dornier compact delta ii lithotripter as pts were experiencing complications post lithotripsy treatment. Dornier service personnel were immediately sent to the site of the device and examined the unit for proper operation. Dornier service personnel determined the device was functioning according to MFR's specifications. The equipment facility representative was contacted by dornier regulatory for further info. It was confirmed that a total of four pts who received treatment experienced extra redness and/or bruising at the therapy head coupling location; these complications are listed as potential adverse side effects of eswl treatment. One of these pts was obstructive post lithotripsy treatment. It is unk if this symptom is related to the lithotripsy treatment. It was also noted that the operator of the device at the time did not frequently use this equipment to perform lithotripsy treatments.